Event description:
Procedure was a efo ablation / vats. Patient was fine, direct after surgery. The component could retrieved it with an endo grasper. As a result, the duration of the surgery was extended.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the tip of the device fell off into the patient cavity and was retrieved three times. A new device was used to complete the procedure. There was no patient injury.